Manufacturer narrative:
Initial reporter phone #: (B)(6). In response to the event reported by your facility a device history review was conducted for lot number 2259394. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the bd intima-ii IV catheter experienced leakage at connection site. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, the nurse in the 12th ward was performing indwelling needle puncture on the patient, and took a closed venous indwelling needle to observe that the outer packaging was intact and the product was within the validity period. During normal operation and use, when the infusion was opened, liquid leaked at the interface between the closed indwelling needle and the heparin cap, and the heparin cap was re-tightened, but the leak was still found, so stop using it immediately, and replace it with the same product of the same production place, the same batch number, and the same model can be used normally. Because the closed indwelling needle had been contaminated by the patient's blood, the product was discarded and a video was shot and reported.